Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 55 mg/dl when the actual blood glucose level was 256 mg/dl. Advised that this sensor glucose and blood glucose difference was not in an acceptable range. The customer stated that she was exercising when she received the threshold suspend alarm. Troubleshooting was done. The customer found that there was blood at the insertion site. The customer also received a calibration error alert. The customer stated that the cannula was bent upon removing it. Advised that the customer's transmitter was functioning as designed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.